Event description:
Customer complained about having problems with the insulin pump for the last 7 or 8 months. He thinks the insulin pump has not been delivering the insulin bolus properly and he has been experiencing high blood glucose. Customer stated that the device beeped once or twice and then turned off. He mentioned he was in the hospital but it was not diabetes related; he broke his leg and heel. During troubleshoot; customer stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime. He stated that time and date are correct. Customer was unsure about the basal rates settings and was going to check with doctor. For insulin bolus; customer stated he has been taking injections for bolus dose. No insulin leak found. Blood glucose readings since yesterday went from 199 to 269 mg/dl. He contacted his doctor and has treated with insulin shot; current blood glucose value is 186 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.